Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A review of the event history log found system error 119 'stuck key' message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation observed and found the issue of stuck key was not verified but the keypad was found to be damaged. Based on the evaluation result that keypad requires replacement to correct the issue. System error 119 can only occur during the initial power-up sequence of the pump. It cannot occur during pumping/infusion. This issue may result in a delay of the delivery of intravenous (IV) solutions. It is unlikely that this issue would cause or contribute to a potential death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a stuck key. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.